Event description:
It was reported patient experienced loss of effective therapy and a burning sensation along with electrical sensations. Investigation was unable to identify which lead attributed to the issue. Therapy was turned off and surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000178844. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.